Event description:
It was reported that the patient presented in clinic for a routine follow-up. Review of the stored electrograms revealed intermittent ventricular undersensing which led to loss of right ventricular capture. Reprogramming the ventricular sensitivity was recommended. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.